Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a remote merlin.net transmission, backup vvi mode was observed. A device download was performed successfully. Patient was stable prior, during and post device interrogation and will continue to be monitored.